Event description:
It was reported that while using bd vacutainer® push button blood collection set, the device seems to have extra plastic at the top of the wing that is causing the needle to not retract resulting in (1) dirty needlestick injury. Staff reported instances of flash without drawing blood. No additional patient or user impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for does not retract and insufficient blood flow with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow and does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of does not retract and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.